Manufacturer narrative:
Initially, it was reported that the vizigo¿ sheath drew air from the inside. The biosense webster, inc. Product analysis lab received the device and observed on 17-nov-2023 that there was a fissure on the three-way stopcock valve. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of a fissure on the three-way stopcock valve was also assessed as MDR reportable. The awareness date is 17-nov-2023. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed a fissure on the three-way stopcock valve. An irrigation test was performed, and water leakage was observed from the observed fissure. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed. The root cause of the fissure cannot be determined. Internal correction actions are being followed to reduce this failure mode. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the physician reported that the vizigo¿ sheath drew air from the inside. The sheath was replaced with another one from the same type and the procedure was ended successfully. There were no damage and consequences caused to the patient.

Manufacturer narrative:
On 28-sep-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 60000142 number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).